Event description:
Upon introduction, physician stated there was more resistance than usual. Handle felt like it wasn't attached and attempt to release was unsuccessful. Physician pulled off handle and was able to push the plunger which released the filter.